Event description:
User facility reported, during a coronary angiography, air was injected into the pt. The pt recovered the same day.

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2013 for testing. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. A copy of the cine-angiogram was provided by the hospital. A follow-up report will be submitted to FDA upon completion of analysis of results of the injector testing and completion of review of the cine-angiogram by acist's medical advisory board.